Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. He was unable to obtain mark. He pulled back on the device to widen the subcutaneous tract and lost hemostasis around the sheath. Compression with a fernstop was unsuccessful. The pt was sent to surgery for arterial repair. Surgery was successful and the pt was doing fine. The subject device was discarded by the hosp staff and the lot number was not provided. However, the cardiologist suspected barrel trauma related to the fragility of the artery as causing the event. The vascular surgeon reported that the pt's arteries were typical for someone of that age after long-term prednisone therapy. There was some calcification noted, but not at the point of entry. The artery was very fragile and prone to tearing.